Event description:
It was reported that the caller experienced a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level, as the issue did not reoccur after troubleshooting. The customer was guided by technical support to perform a complete pump reset, and successfully started their sensor session thereafter.